Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2 gas module were replaced and returned for investigation. Simulated use testing of the received air gas module and o2 gas module has not reproduced the described customer issue. Evaluation of the received device logs shows no matching event on the reported event day since the ventilator was not in use on that day. Between august 7, at 01:17 and august 8, at 01:21, several alarms for high o2 concentration were generated. A pre-use check was confirmed to be successful prior to and after this ventilation period. (B)(6) 2020 is determined to be the event date. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced and the true cause of the event has not been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the delivered o2 concentration was incorrect and unstable. There was no patient harm. Manufacturer's ref #: (B)(4).